Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Clinical details state that tissue plasminogen activator (tpa) was added to the purge. High purge pressure remained before pump stop the following day. The data logs were reviewed which confirmed high purge pressure and low purge flow that did not resolve. There were also purge system blocked alarms before the pump stop that occurred due to high motor current. There was a gradual rise in purge pressure before alarm was triggered. The root cause of pump stop was most likely high purge pressure but the cause of the high purge pressure was unknown because no product was returned.

Event description:
The user facility reported that during impella 5.5 support for a 66-year-old male, the purge pressure was too high and vented several times. There were no kinks observed on the line. The purge pressure rose to approximately 820 and then dropped to over 1000. Pump was exchange was recommended, and lysis protocol was sent. Tissue plasminogen activator was added to the purge and the motor current was monitored. There was no reported patient harm. The patient expired on support after care was withdrawn. There is not enough evidence to say not our device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿